Event description:
The manufacturer received information alleging an issue with a ventilator's ac inlet connector. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the ac inlet connector was found to be disconnected. The device's ac inlet connector was replaced due to physical damage to address the issue.